Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was used during an enteral feeding device replacement procedure performed on (B)(6), 2009. According to the complainant, during preparation, the physician tested the replacement balloon, prior to putting it into the pt, by injecting 20cc of water into it. The physician found that the water was leaking out of the replacement balloon. The procedure was completed with another standard balloon replacement g-tube. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).